Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 340 mg/dl. Husband stated the insulin pump keeps alarming motor error. He stated the customer is able to rewind the pump, but it was exposed the high magnetic field, but provided no details. There have been seven motor errors in the last 30 days. The drive support cap appears intact. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.